Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance, noise and insulation breach. During the procedure, it was noted that the sealing ring from rv lead connector pin detached and stuck in the pacemaker header. The rv lead was capped and replaced. The pacemaker was explanted and replaced. The patient was stable throughout.